Manufacturer narrative:
Additional information was added to h4 and h6. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This event occurred during the unspecified date of (B)(6) 2020. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that "three to four" (3-4) 500ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags leaked from the spike port seam. The leaks were discovered during preparation and prior to patient use. There was no patient involvement. No additional information is available.